Manufacturer narrative:
Investigation is complete. The customer contact indicated the device was discarded. The device was not received for testing. During the investigation, a customer provided photo was reviewed. Review of the photo found that the semi-rigid adapter of the secondary port was broken. The semi-rigid adapter was torn off; the clave with part of the semi-rigid adapter was completely separated from the secondary port of the plum cassette. Hospira has completed a formal investigation to address this issue. Based on the investigation results, it was determined that the device breakage was due to the design controls for this design of the cassette with semi-rigid adapter configuration did not consider the user needs neither the cassette with clave directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the semi-rigid adapter of the clave secondary port. The plumset was being used to deliver an unspecified concentration of IV fluids with additives, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the semi-rigid adapter of the clave secondary port on the cassette of the plumset broke off. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional details were provided.